Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met its expected longevity. No issues found with header itself since the atrial and ventricular bores were able to hold a calibrated pin gauge. Also, leads were fully inserted into the atrial and ventricular bores, setscrews were tightened with torque wrench, and leads remained in original position.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a suspected header issue. Undersensing and telemetry issues were also reported. The device reached early elective replacement indicator (eri), was explanted and replaced. No patient complications have been reported as a result of this event.